Event description:
Customer reported, the insulin pump was delivering insulin while he was sleeping and he went over it and stopped the delivery. Customer stated, the device was going to deliver 24 units and only delivered 13.4 units and device suspended. Customer's blood glucose was 371 mg/dl. Customer stated he would call back and only was assisted to turn off block feature. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.